Manufacturer narrative:
The product was not returned. A review of the device history record was conducted. The lot met our final acceptance criteria.

Event description:
User facility reports that laser probe did not work when put into iridex laser. The probe was switched out with another new probe and there were no problems. User facility reports that the event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. User facility reports that the original intended procedure was a vitreous hemorrhage pars plana vitrectomy. User facility reports that the device usage problem was a malfunction - the device did not perform as expected.